Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air was being pushed into the infusion set tubing during insulin delivery. It was also reported that an alarm occurred that suspended insulin delivery; however, the type of alarm was unknown. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer to complete troubleshooting; however, no additional information was provided.